Manufacturer narrative:
During the procedure, the micrusphere 10 platinum microcoil (sph10025020/m10486) did not detach. After the event, the same connecting cable and dcb were used successfully with subsequent coils (if exchanged please provide catalog and lot numbers to include as complaint device). All the connections appear to fit properly without application of excessive force. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The detachment control box was used was the old dcb (black), and the pre-deployment electrical check was performed. The low battery light and fault light was not seen during case. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil remained attached to the delivery system. There were no consequences to the patient, and the device will be return for analysis. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause of the microcoil system passing the pre-deployment electrical check and its failure to detach the coil inside the aneurysm was most likely due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. After the event, no other damages were reported on the device. Therefore, the damages found during analysis, may have occurred during the shipping process. Based on the information, no definitive cause can be determined. Based on the analysis, the device failed electrical testing, and the damage found may have occurred during shipping or at other point, but this could not be determined. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the micrusphere 10 platinum microcoil (sph10025020/m10486) did not detach. After the event, the same connecting cable and dcb were used successfully with subsequent coils (if exchanged please provide catalog and lot numbers to include as complaint device). All the connections appear to fit properly without application of excessive force. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The detachment control box was used was the old dcb (black), and the pre-deployment electrical check was performed. The low battery light and fault light was not seen during case. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil remained attached to the delivery system. There were no consequences to the patient, and the device will be return for analysis.